Event description:
Boston scientific received information that during the implant procedure of this right ventricular lead, no lead issues were observed prior to the helix extension. After the helix was extended, high out of range impedance measurements were observed. Three attempts resulted in similar measurements. In addition, loss of capture was observed. A decision was made to replace this lead and replace with a passive helix lead. No adverse patient effects were reported..

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). According to available information, no return of this product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. No connection issue was observed or suspected. In addition, the loss of capture did not result in asystole greater than two seconds.